Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed at rewind¿ error during the supply change process after a rewind, with repeated failures on dry runs despite guidance, consistent with a complete blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the event aligned with a device problem of complete blockage at the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.